Event description:
This 47-yr-old pt had bilateral breast augmentation in 6/76. The pt, in 1984, began to develop severe dry eyes, dry mouth, arthralgias of the hands and feet, numbness and tingling in the hands and severe fatigue. The pt had a bilateral periprosthetic capsulectomy with removal of the implants. Both implants were sticky but there were no evident tears.invalid data - regarding single use labeling of device. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.invalid data - regarding whether event presents imminent hazard. Invalid data - whether device used as labeled/intended.device was evaluated after the event. Method of evaluation: visual examination, other. Results of evaluation: unanticipated. Conclusion: invalid data. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: other. The device was destroyed/disposed of.